Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged one-time replacement pump with updated software. The customer reverted to an alternate method of insulin therapy.